Event description:
It was reported that two different patients of (B)(6) were hospitalized due to skin irritation from the sensors. The doctor wanted all sensors from this lot replaced. No further information on the patients or the hospitalizations was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.